Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device manufacturer: unknown. Bd (B)(4) in (B)(6) has been listed. Medical device expiration date: unknown. Unique identifier (UDI) #: unknown. Manufacturing location: unknown. Bd (B)(4) in (B)(6) has been listed. PMA / 210(k)#: unknown. Medical manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® sst¿ had "poor barrier separation".